Manufacturer narrative:
The investigation for the low pump flow has been completed. No data logs returned for investigation. The pump returned cut. No biomaterial was around the impeller. A kink in the cannula was observed. Low flows were reported on the first day of support. The cause of the low flows was most likely a kinked cannula. D.9 device return date/information was added. B.1 product problem was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23437 and was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-23437 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number was submitted in accordance with updated procedures. Revised manufacturing site name and address as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23437.

Event description:
The complainant had an impella cp pump placed to support a 72-year-old female patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). The pump had persistent low flows due to patient anatomy. There was a small patient with a complication form the angle of the femoral approach. Team attempted to resolve but flows remain low and pump remained on for support for 27 hours. Patient expired on support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.